Event description:
A malfunction was reported on a pump, with a specific malfunction code identified as malf 12. It was unknown or the caller declined to answer if there was any adverse impact on the customer¿s blood glucose level. The pump¿s issue was addressed by technical support, who provided assistance to reset the malfunction and instructed the customer to continue using the pump, with the advice to contact support if the issue recurred. No further malfunction was noted after resetting.